Event description:
It was reported that a guidewire stuck occurred. Following ablations to the right superior pulmonary vein (rspv), the farawave pulsed field ablation catheter was pulled into the sheath to better wire the right inferior pulmonary vein (ripv). The scrub tech noticed that the wire was stuck inside the catheter, so the catheter was removed from the body and no tissue was observed on the tip of the catheter or guidewire. Resistance was noted when withdrawing the guidewire. When doing this, the physician lost access to the left atrium (la) via transeptal puncture. A new catheter was then opened, and the physician regained access to the la. Radiofrequency (rf) was used to complete the rspv, ripv and cavo-tricuspid isthmus line. There were no patient complications. The catheter was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection noted the guidewire lumen was no longer adhered to the tip of the spline cage. The deployment mechanism was not able to perform since the guidewire lumen was detached from the tip. Microscopic inspection observed the welding of the tip was damaged. The allegations were confirmed through lab analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a guidewire stuck occurred. Following ablations to the right superior pulmonary vein (rspv), the farawave pulsed field ablation catheter was pulled into the sheath to better wire the right inferior pulmonary vein (ripv). The scrub tech noticed that the wire was stuck inside the catheter, so the catheter was removed from the body and no tissue was observed on the tip of the catheter or guidewire. Resistance was noted when withdrawing the guidewire. When doing this, the physician lost access to the left atrium (la) via transeptal puncture. A new catheter was then opened, and the physician regained access to the la. Radiofrequency (rf) was used to complete the rspv, ripv and cavo-tricuspid isthmus line. There were no patient complications. The catheter is expected to return for analysis.